Manufacturer narrative:
Final analysis found that only the distal segment portion of the lead was returned. An internal abrasion was noted at 10.1 cm to 11.7 cm from the distal tip. The abrasion breached the re lumen but the etfe cable coating was intact.

Event description:
It was reported that when a patient presented in clinic for normal follow-up, post-sensed t-wave oversensing was observed via stored egm. The patient received multiple inappropriate shocks. The lead was explanted and replaced with no complications. Externalized conductors were observed during the explant procedure. Based on the review of images provided, the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.